Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two of the hemopro 2 did not appear to be sealing the branches correctly causing bloody tunnels. The same unit was used to complete the procedure. The hospital did not report any patient effects. Product will not be returned as it was discarded. Refer to 2242352-2011-01209.